Event description:
Surgeon was using a 5mm stapler to staple a vein. The surgeon fired the stapler, and when removing the stapler, the vein leaked a copious amount of blood. Vessel required suture and transfusion of 2 units packed red blood cells.